Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be determined with the available information. There is no information suggesting there was any device malfunction and/or deficiency. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Per the instructions for use (IFU) for the 8300ab valve, cardia arrhythmias/conduction disturbances are potential and observed adverse events associated with bioprosthetic heart valves. The IFU states, "an assessment of the potential interaction between the edwards intuity elite valve system and surrounding cardiac structures ¿ such as, the aortic annulus, anterior leaflet of the mitral valve, and coronary ostia ¿ should be conducted to inform appropriate use of the device. Failure to consider these factors may lead to implant failure and clinical complications including, but not limited to, interference with mitral valve function and severe conduction disturbances requiring permanent pacemaker implantation." Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with an edwards bioprosthetic aortic valve required a permanent pacemaker after an unknown implant duration. The patient was reported to be fine. No additional information was provided.